Event description:
After np capped patients lumbar drain, patient¿s rn began to disassemble liquoguard 7 set up and noted clear fluid in tubing well which appeared to be csf. Tubing that encircles pump wheel was examined and noted to have slit.